Event description:
It is reported by counsel that claimant underwent left tha on (B)(6) 2015, and was implanted with a secur-fit advanced hip stem and a lfit anatomic v40 femoral head. He was revised on (B)(6) 2021 allegedly due to pain, elevated metal ion levels, and metallosis at the head-trunnion interface.

Manufacturer narrative:
An event regarding abnormal ion level involving an securfit stem stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to pain, elevated metal ion levels, and metallosis at the head-trunnion interface. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : not returned to the manufacturer.